Event description:
Pt was undergoing a pulmonary conduit repair. Upon opening the sternum, an inadvertent entry into the aorta was made. Emergent repair was done. Reporter confirmed the saw did not malfunction.